Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with pump for longer than 15 minutes. Reportedly, the customer had a g5 transmitter and a t:slim g4 pump. The customer was instructed by tandem technical support to use a g4 transmitter with the t:slim g4 pump. No additional patient or event information was available.